Event description:
It was reported that, "pt feels pain and discomfort constantly in his left hip. He must use a cane and his hip is sore all day everyday. His hip has been like this since the surgery and it has never gotten better. He is concerned that his hip was part of the recall."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.